Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, a cloudy image was observed. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital organization. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, and unknown if there was a delay in the start of the pre-cleaning. The customer reported the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s reported issue was confirmed. During the evaluation, it was determined due to dirt on objective lens, there was a lack of image on the monitor. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; adhesive on bending section cover (a-rubber) had a chip; objective lens had discoloration; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could not specify what the foreign material was and could not specify if the reprocessing has been implemented in line with the IFU, so therefore could not specify the cause of the remaining foreign material. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning: inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.